Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7323211, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe itchiness and pain at the implant site following a trial procedure. Redness was observed around the bandage; however, the bandage was still in place. The patient attempted to seek treatment at an urgent care facility; however, treatment was declined due to the facilitys unwillingness to assess the surgical site. The patient was subsequently taken to a hospital for further evaluation.